Event description:
Healthcare professional reported right side "skin necrosis, fistula formation, and implant exposure." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of necrosis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin necrosis, fistula formation, and implant exposure.

Manufacturer narrative:
The event of fistula is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "skin necrosis, fistula formation, and implant exposure." Device has been explanted and replaced.